Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a dissecting thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The physician deployed a self-made z stent graft proximally and implanted two tag stent grafts (tgt2610/7362326, tgt2610/7436780) distally. During the procedure, a proximal type I endoleak was revealed to the self-made stent graft, but the physician considered it to be a non-serious endoleak and took a wait-and-watch approach to it. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6), 2010, a one-month follow-up study revealed an ascending aortic dissection. It was also shown that the proximal type I endoleak had been resolved. On (B)(6) 2010, the patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3115/7667110) to treat the ascending aortic dissection. The dissection was excluded by the stent graft after the procedure. Per the physician, the self-made z stent graft was implanted proximally, which may have caused the retrograde expansion of an aortic dissection.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.